Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the catheter together with the clip was then pulled back to the scope and the clip fell inside the scope. The procedure was completed by using a loop and cauterizing instead. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip assembly was not returned with the device. The device was fully activated and presented no evidence of damage. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the catheter together with the clip was then pulled back to the scope and the clip fell inside the scope. The procedure was completed by using a loop and cauterizing instead. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.